Manufacturer narrative:
Radiographic image review: the intra-op ap fluoro for l4-5 fusion was provided. Lateral view of same provided. Tube is present. Interbody graft appears expanded. Some subsidence and collapse of interbody graft on lateral image compared to that appeared in other view. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the cage collapsed 3 weeks post op. There were no patient symptoms reported. There were no further complications reported regarding the event.

Event description:
Additional information was received regarding the event. It was reported that the patient was having l4/5 mis tlif for an indication of leg pain. There were no furthercomplications reported regarding the event.

Manufacturer narrative:
Additional information: b5, d4, h4 the correct date MFR recieved (g3) for initial report of this event, referenceed with report# is 2024-april-27. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.